Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the health care professional reporting that this pacemaker displayed a longer longevity than previously observed. Technical services stated this pacemaker is normally an eight or nine years device. This pacemaker would expect one or two longevity remaining if no changes are made. The pacemaker is operating as expected. Remains in service. No adverse patient effects were reported.